Manufacturer narrative:
Unit monitored for 24 hours. No weak battery alarm noted. All operating currents are within specification. No unexpected low battery or of no power alarms noted. Unit passed displacement test, self test, rewind, basic occlusion test, occlusion test, prime and system sensor test and excessive no delivery test. Unit passed the unexpected restart error test. No unexpected restarts or loose drive support cap alarms noted. Unit received with minor scratched display window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart and loose drive support cap. Customer does not recall any significant events leading to the error. Customer's blood glucose was 234 mg/dl at the time of incident. Customer also indicated that her blood glucose levels have been all over the place and that she had recently experienced high blood glucose. Customer did not provide the high blood glucose level. Troubleshooting was done for alarms but alarms still occurred after troubleshooting. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.